Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging that on an unspecified date, the patient experienced elevated blood glucose (bg) of ¿hi¿ (>600mg/dl). There were no reported signs or symptoms of hyperglycemia and the patient reportedly did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient reportedly remained on the pump. Customer technical support reviewed the pump with the reporter and found all settings and histories were correct. During troubleshooting, the reporter was instructed to deliver an air bolus. The air bolus was reportedly successfully delivered and was properly recorded in the pump history. Troubleshooting also determined that the pump was calculating bolus totals correctly. No pump defects were found during troubleshooting, however, this complaint is being reported based on the allegation that the patient experienced hyperglycemia of unknown cause while using insulin pump therapy.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/16/2015 with the following findings: a review of the pump histories indicated that the last bolus delivery occurred on (B)(6) 2015 and the last basal delivery occurred on (B)(6) 2015. The pump history indicated that the pump had been running on the incorrect year since (B)(6). A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No defects were found during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.